Event description:
Aspen surgical received a report from the end user indicating that a needle broke during a shoulder procedure. No injury or death was reported. The report was filed in our complaint handling system as number (B)(4).

Manufacturer narrative:
Aspen surgical received a report indicating that a needle broke during a procedure. Incident occurred at the end user. The actual device was determined to be available for evaluation along with the manufacturing lot number. A review of the sample confirmed the issue from the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. Customer reported that during a procedure, the needle broke in two while passing it through soft tissue. According to aspen surgical's IFU, the needles should not be clamped directly on the eye of the needle to the point and should be applied to the flat portion of the needle about 1/4 of the needle length from the eye end. A review of the samples returned show that the needles were clamped improperly either not on the flat side or too close to the eye or point, which likely caused it to break. Based on this information, the root cause is attributed to customer misuse and no further action is required.

Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the end user indicating that a needle broke during a shoulder procedure. No injury or death was reported. The report was filed in our complaint handling system as number (B)(4).